Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 9.7 mmol/l at the time of the incident. Customer stated that insulin pump had replace battery now without previous alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download.